Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithiasis procedure in the biliary duct performed on (B)(6) 2010. According to the complainant, during the procedure contrast leaked from the device handle. The procedure was completed with another trapezoid rx lithotripter compatible basket. The account indicated that no handle or device damage was present. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; sidecar pushback and sidecar torn/split.

Manufacturer narrative:
A visual examination of the returned device found the distal end of the clear outer sheath was found to be pushed back from the distal end of the coil for a length of 1.8 centimeters. The proximal end of the sidecar was found to be torn and damaged for a length of 0.7 centimeters from the proximal end of the sidecar. The working length of the device was found to be bent. The outer clear sheath was found to be stressed white at the distal end of the black heatshrink. A functional evaluation found that the basket could be opened and closed without issue. A second functional evaluation using a 20 milliliter syringe found that when water was injected through the device that there was no leak at the handle. A leak was noted in the device at the damaged area in the sidecar. The evaluation was performed with the basket handle in multiple positions including fully closed and fully opened, but the handle was not found to leak. The condition of the returned incident device was not consistent with the complaint that a handle leak occurred. Therefore, the complaint was not confirmed. (B)(4).